Event description:
A customer reported via phone call indicating that their sensor is having issues connecting to their transmitter. The patient's blood glucose was 102 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one random opened/used partial enlite sensor and performed continuity resistance test. The sensor failed per specification. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the needle not being returned.